Event description:
Same case as MDR ID # 2134265-2013-02332 and 2134265-2013-02331. It was reported that during intravascular ultrasound, ilab motordrive automatic pullback failed. Vascular access was obtained through the femoral artery. During the ivus procedure, ilab motordrive was not pulling back but managed to do an ivus with a manual pullback. The procedure was completed with this device. No complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).